Event description:
The son of a (B) (6) male pt contacted lifecor customer support to report that he is having a battery charger problem. The son stated that there are no lights on the charger. Support sent a pt services rep (psr) to the pt. The psr stated that the green light on the power brick is on, but no lights come on the charger when either battery pack is inserted. Support had the psr replace the pt's battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger (B) (4) has been completed. The reported problem was reproduced. The cause of the charger problem was a corroded connector on the battery charger. The root cause of the corroded charger connector was probably liquid spilled into the well of the battery charger. The battery charger was repaired, retested and restocked. No adverse event resulted from the damaged charger. The pt received replacement charger.